Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under the breast from the lifevest equipment. The patient has a history of skin sensitives and irritations. There was no alleged device malfunction contributing to the irritation. The patient sought medical attention for the skin irritation. Follow up indicated that the patient applied cortisone cream to the skin irritation, and it improved.